Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported during the case that the trocar was leaking from the outer gasket. A new 355ld trocar was opened to complete the procedure. There was no consequence to the patient.